Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil inside the connector region was over torqued. During electrical testing the lead was shorting (intermittent shorting) due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil. The reported event of low pacing lead impedance was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, low pacing impedance was observed on the atrial lead. The lead was replaced to resolve the event and the patient was in stable condition.